Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. This tower ccc cfg was returned for failure analysis, and the reported failure of the da vinci system not powering on was replicated and confirmed. In lighthouse, these failures of the da vinci system not powering on and error 29 were found, indicating a node revision or crc is incompatible with the build. Upon visual inspection, no issues were found that would be related to the reported event. This tower ccc cfg was installed, programmed, and tested on the dv5 in-house system, where programming was not able to proceed, and the tower power button was flashing blue, replicating the reported failure. To troubleshoot and verify the root cause of this reported failure, the tower ccc cfg unit was aba tested, replaced with a known good gold unit, and power cycled the system with no error or failure triggered. The system started normally. As a result of the test and findings, failure analysis was able to conclude that this tower ccc cfg was verified to be the root cause of the reported failure; the board has been bricked/corrupted. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was not powering on normally. The tower power button just blinks blue. The caller had powered the entire system down and disconnected all blue fiber cables. The caller also cycled the circuit breakers and epo'd the robot. The caller powered up the all of the carts without the blue fiber cables connected. The console and the robot power normally, but the tower power button just blinks blue. The caller connected the blue cables with the carts powered on and the system is still not powering up normally. There was no report of patient involvement or reported injury.